Event description:
The info received from the study indicated the pt was admitted to the hospital for carotid artery stenosis. (Index procedure 2009). The pt's blood pressure dropped approximately eight (8) hours after the procedure. The pt was taken to the intensive care unit (ICU) with altered mental status due to symptoms of dementia and psychosis. The pt was evaluated by neurology and was diagnosed with early dementia and psychosis. Neo-synephrine was started to increase the pt's blood pressure. The pt's heart rate dropped once the pt was taken off of neo 24 hours later, and was administered atropine. Dopamine was also administered to increase the pt's heart rate. The hypotension and bradycardia was related to a vasovagal reaction to the deploy stent. The pt's troponin levels increased on the third day post index procedure and the pt experienced a myocardial ischemic event (mi). The pt did not experience any recurrent ischemic pain. It was not documented if this was a new st elevation. The pt was admitted to a hospice due to a combination of the bradycardia, as the pt's family did not want a pacemaker implanted in the pt. The family did not want further intervention as the pt has "do not resuscitate" (dnr) orders. Prior to the procedure, the pt did not exhibit any symptoms. The event was not related to the cordis product or procedure per the reporter. The pt remained in the hospital following surgery for four days. The target vessel was the left proximal and ostium of internal carotid artery. The vessel was severely calcified. The vessel diameter was 6mm and 20mm in length. Pre-procedure, the vessel had 90% stenosis. The pt was asymptomatic. The vessel was pre-dilated and 6mm angioguard rx was successfully deployed. An 8mm x 30mm precise pro rx stent was deployed successfully at the target lesion. The angioguard was successfully retrieved from the pt. There was no presence of air bubbles noted. There were no neurological deficits when pt left angiography suite. An ECG after index procedure, prior to discharge was performed.

Event description:
The target lesion stenosis was 95%. Clopidogrel was administered post-procedure and at discharge. It is unknown if prasugrel was administered.

Manufacturer narrative:
Myocardial infarction is a known potential adverse event associated with carotid stent implantation. Diagnostic elevation of troponin levels usually occurs in 4-6 hours and usually peaks at 12-24 hours. In this case the troponin levels did not begin to increase until the 3rd day (72 hours) post procedure. The pt had an extensive cardiac history including history of cardiac arrhythmia, congestive heart failure, and hypertension. The elevation of cardiac enzymes is an inherent risk associated with the procedure and is not related to the manufacturing process. Review of the info suggests that pt factors may have contributed to the reported event. Hypotension and bradycardia are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system ) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Vessel spasm is a known potential adverse event associated with any interventional procedure, where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. There is no evidence that manufacturing issues contributed to the event. Review of the info suggests that pt, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Additional information was received: angioguard (cat # 601814rmc). Bivalirudin was administered intra-procedure.

Event description:
Additional information was received from the (B) (4) study that indicated the target lesion location was changed from "proximal and ostium of the left internal carotid artery" to "proximal left internal carotid artery".